Event description:
Six dialysis machines were installed in 2004 by a b. Braun technician. At the customer's request, machines were configured for 36:83:1 concentrates so that their existing supply of concentrates could be depleted. On some date after installation, but before one month later, the customer changed to 45:1 concentrates without changing machine configuration. Customer then contacted b. Braun and questioned concentrates and settings. A b. Braun technician was dispatched to the customer. Technician confirmed that the machine setting (36:83:1) did not match the type of concentrates being use (45:1), and corrected the configuration. The following month customer reported that a pt injury (date unknown) had occurred involving a situation where the pt was assessed with abnormally high co2 levels. Customer requested more training from braun. A b. Braun in-service nurse responded to customer's training request 6 days later. Customer reported that 12 pts completed dialysis during the time when the machines were improperly configured, and confirmed that several pts experienced alkalosis.